Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including power loss and power error alarms. The customer's blood glucose reading was 124 mg/dl at the time of incident. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. Customer was advised to monitor the pump and blood glucose and call back if any further issues. No further details given.